Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 02(low flow). The flow rate was 0lpm. The pads were disconnected and reconnected using proper technique. And the flow rate went up to 1.2lpm and then dropped again. Ran diagnostics and it was a bit sluggish before they felt the suction and the flow rate was up to 2.3lpm, inlet pressure was -8.0psi and circulation pump command was 60. The pads were reconnected one by one, and flow eventually dropped to 0. Advised to switch the patient to another device and if the flow rate was still low then pads had to be changed. Advised to send the device to biomed. Per additional information received via follow up, the user stated that therapy was not able to be completed with the arctic sun device. Another device was not available. The arctic sun was sent to biomed.

Event description:
It was reported that the arctic sun device was getting alert 02(low flow). The flow rate was 0lpm. The pads were disconnected and reconnected using proper technique. And the flow rate went up to 1.2lpm and then dropped again. Ran diagnostics and it was a bit sluggish before they felt the suction and the flow rate was up to 2.3lpm, inlet pressure was -8.0psi and circulation pump command was 60. The pads were reconnected one by one, and flow eventually dropped to 0. Advised to switch the patient to another device and if the flow rate was still low then pads had to be changed. Advised to send the device to biomed. Per additional information received via follow up, the user stated that therapy was not able to be completed with the arctic sun device. Another device was not available. The arctic sun was sent to biomed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arcticgel pads ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.